Event description:
Per the clinic, the device was explanted due to infection and device extrusion. The device was explanted (B)(6), 2011, and the patient was reimplanted with a new device on (B)(6), 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).